Event description:
Surgeon implanted charite artificial disc at l3-4 as part of a "hybrid" construct with interior interbody infusion using synthes atb and synfix at l4-5 and l5-s1. Surgeon reported that the patient developed a postoperative curve in the coronal plane significant enough to require removal of the charite disc. Revision was performed to remove the disc and fuse.

Manufacturer narrative:
The device is not available for evaluation and the lot numbers not known at this time. Device is approved for insertion at l4-s1. Implantation of the device at l3/l4 as well as the fusion of adjoining levels is an off label use. The surgical technique and the information presented during surgeon training address the recommended use of the device. Report is being filed late. Sales rep said, that he faxed the information to depuy spine shortly after the revision; however, there is no record of receipt. He contacted depuy spine later (more than 30-days), to ensure that it had been received as he had not heard back. Depuy spine has on-line reporting as well as a toll free phone line to prevent errors of this nature.